Manufacturer narrative:
Date of initial report: december 21, 2007. To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. The area representatives for covidien have reported that they have provided clarifications for the surgeon on the proper use of the ligasure atlas.

Event description:
The report stated that during a hysterectomy after the ligasure atlas was used to seal a pelvic infundibulum ligament, the jaws of the device could not be opened. The surgeon cut around the device to remove it. The surgical time was not significantly extended and there was no patient injury. The surgeon reported this happened on three devices in the same surgery. The other two device are reported on MFR report # 1219930-2007-00845 and 1219930-2007-00846.